Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. No physical damage was reported. Error history log review found a primary audible alarm background test error. Unable to duplicate the primary audible alarm. The root cause of the reported issue was unable to determine. Actions were taken to mitigate the reported issue: replaced speaker for preventive. Performed occlusion test and all functional tests which passed

Event description:
It was reported that the pump had a primary audible alarm background test. No patient injury was reported.